Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable pump won't run." Error. The pump had a residual volume of 78.8 ml when pumping at a rate of 4 ml/hr. 17.25 ml was delivered before the error occurred. Patient not affected. There were no reported adverse events.